Event description:
It was reported by service and repair that they were notified that a drill/burr attachment, ordered by product development, was taken into a procedure at (B)(6), and during the procedure the attachment (which has a friction grip) would not hold the shafts of the drill bits. When the surgeon attempted to use the attachment it would loosen and spin around but would not turn the drill bit.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed no visible damages. Our investigation has shown that the chuck jaws are defective and worn out. The manufacturing records show that the device met the specifications when it left our facilities. It is concluded that this complaint is invalid from a manufacturing standpoint. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).